Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one maxcore disposable core biopsy instrument was received. On visual evaluation, it was returned half primed with the top slide pulled back and the bottom slide was in the initial position, due to the nature of the device, no functional testing was performed. Therefore, the investigation is inconclusive for the reported failure to fire issue as the functional testing was not performed. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (unique identifier (UDI) #), g3, h4, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an echography guided kidney biopsy, for an unknown medical condition. During the procedure, it was reported that the inner stylet of the device allegedly failed to fire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an echography guided kidney biopsy, for an unknown medical condition. During the procedure, it was reported that the inner stylet of the device allegedly failed to fire. The procedure was completed using another device. There was no reported patient injury.